Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The customer reported a machine pressure sensor autozero failed (e/c 1108). There was no patient involvement at the time the issue was discovered. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The data acquisition pcba was returned for failure investigation (fi) and no failures were duplicated during fi testing.

Event description:
The customer reported a machine pressure sensor autozero failed (e/c 1108). There was no patient involvement at the time the issue was discovered.